Manufacturer narrative:
(B)(4), b5 describe event or problem - correctional g6 type of report- follow up h1 type of reportable event malfunction h2 type of follow up- correction h6- codes - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.